Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), feeling abnormal ("brain fog"), fatigue ("fatigue"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and headache ("migraines/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, back pain, fatigue, dysgeusia, migraine, menorrhagia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events headache, menorrhagia & bloating are added. Product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('one coil broke during surgery') in an adult female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2006. Previously administered products included for pregnancy prevention: yasmin from 2003 to 2006. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included hypothyroidism and uterine fibroids. Concomitant products included levothyroxine sodium (synthroid) since 2013 and tribulus terrestris (effex tribulus) since 2012. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine /headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/ stomach bloated"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, fatigue and menorrhagia had resolved, the device breakage, abdominal pain, feeling abnormal, back pain, dysgeusia, abdominal distension and weight decreased outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: result-total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('one coil broke during surgery') in an adult female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2006. Previously administered products included for pregnancy prevention: yasmin from 2003 to 2006. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included hypothyroidism and uterine fibroids. Concomitant products included levothyroxine sodium (synthroid) since 2013 and tribulus terrestris (effex tribulus) since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine /headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/ stomach bloated"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, fatigue and menorrhagia had resolved, the device breakage, abdominal pain, feeling abnormal, back pain, dysgeusia, abdominal distension and weight decreased outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: result-total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- lost weight, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('one coil broke during surgery') in an adult female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2006. Previously administered products included for pregnancy prevention: yasmin from 2003 to 2006. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included hypothyroidism and uterine fibroids. Concomitant products included levothyroxine sodium (synthroid) since 2013 and tribulus terrestris (effex tribulus) since 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine /headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating/ stomach bloated"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, fatigue and menorrhagia had resolved, the device breakage, abdominal pain, feeling abnormal, back pain, dysgeusia, abdominal distension and weight decreased outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: result-total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- lost weight, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("one coil broke during surgery") in an adult female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2006. Previously administered products included for pregnancy prevention: yasmin from 2003 to 2006. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) since 2013 and tribulus terrestris (effex tribulus) since 2012. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine /headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, fatigue and menorrhagia had resolved, the device breakage, abdominal pain, feeling abnormal, back pain, dysgeusia and abdominal distension outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Cross referenced with case number : 2017-005372 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: result-total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("one coil broke during surgery") in an adult female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2006. Previously administered products included for pregnancy prevention: yasmin from 2003 to 2006. Past adverse reactions to the above products included pregnancy with yasmin. Concurrent conditions included hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) since 2013 and tribulus terrestris (effex tribulus) since 2012. In march 2012, the patient had essure inserted. In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth / other injury or complication please describe: metal taste"), migraine ("migraine /headache"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines/headaches"). In 2013, the patient experienced fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in july 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, fatigue and menorrhagia had resolved, the device breakage, abdominal pain, feeling abnormal, back pain, dysgeusia and abdominal distension outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, back pain, device breakage, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Cross referenced with case number : 2017-005372 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: result-total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events one coil broke during surgery was added. Previously reported events fatigue, vaginal hemorrhage, menorrhagia, pain and dysmenorrhea (cramping) outcome was updated to recovered from unknown and events headache and migraine outcome was updated to recovering from unknown. Medical history, historical drug added. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), back pain ("back pain"), fatigue ("fatigue"), dysgeusia ("a metallic taste in her mouth") and migraine ("migraine headache"). The patient was treated with surgery (underwent procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, back pain, fatigue, dysgeusia and migraine outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.